Event description:
The fse reported intermittent communication failed error messages causing the maintenance to shut down and re-boot. This error resulted in a loss of imaging functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.